Event description:
It was reported that the pump showed a cassette not latched error. There was no patient involvement. The issue discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump put through no disposable alarm testing, and it was found that the pump was immediately alarming "cassette not attached properly" error. The ehl review found there were multiple "cassette not attached properly" errors triggered when latching the cassette. The cause of the customer reported problem was an inoperable upstream sensor, due to the connector and wires being crushed which led to connectivity issues and rendering the sensor inoperable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the upstream sensor and upstream seal. And the pump passed all functional tests and performed as intended after repair.